Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The cgm value displayed was 366 mg/dl, however the patient¿s blood glucose was lower. The insulin pump continued to infuse insulin based upon the incorrect value and the patient lost consciousness. The patient's spouse called emergenccy medical services (ems) and upon arrival paramedics administered IV medication (50% dextrose two times). Upon arrival at the emergency room (ER) the bg finger stick was 20 mg/dl and a third dose of 50% dextrose was administered. Her condition stabilized after 24 hours and she was discharged home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.